Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 5068-52 implantable pacing lead (B)(6) 1998; competitor implantable pulse generator 2005. (B)(4).

Event description:
It was reported that the patient developed viral endocarditis with vegetation on the leads. The device and two leads were removed. No further patient complications have been reported as a result of this event.